Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 at 11:30-12:00am, the cgm was low (no value documented) and the bg was not checked. An unspecified time after eating, the cgm was 267 and the bg was not checked. The patient dosed 25 units novolog and 30 minutes later, the cgm was 286 mg/dl and the bg was not checked. At that time, the patient dosed 15 units unspecified basal insulin. An unspecified time later, the patient was feeling "bad", sweating, vomiting, and had diarrhea. The patient passed out. The cgm or bg at that time was not noted. An unspecified time later, the pastor called an ambulance and the bg was 227 mg/dl while the cgm was 167 mg/dl. There was no treatment or medical intervention from emergency medical services (ems). The patient was transported to the hospital and arrived at 3:00pm. There was no medical intervention or treatment provided. The patient rested and drank water. An unspecified time later, the bg was 100 mg/dl and the cgm was 103 mg/dl. The patient was discharged home at 5:30pm. Of note, the patient's loss of consciousness was thought by the doctor to be the result of insulin overdose, although the patient did not receive medical intervention or treatment for hypoglycemia. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.